Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-35303.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the customer had to charge the pump multiple times per day. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.